Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Mobility and could not properly get primary stabilization were reported. Time of loss in relation to the implantation was before restoration. Bone quality at the time of implant failure type IV. Primary stability was not achieved.